Manufacturer narrative:
**Device related data quality updates only** a correction of field # d1 brand name, # d4 version or model #, d4 ¿ unique identifier (UDI) #: was required. D1 - brand name: - previous brand name: servo-air, - corrected brand name: base unit, servo-air d4 - version or model #: - previous version or model #: servo-air, - corrected version or model #: 6882000 d4 ¿ unique identifier (UDI) #: - previous unique identifier (UDI) #: missing - corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer's ref. #(B)(4).

Event description:
Manufacturer's ref. #(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during pre-use check. Our field service engineer (fse) has investigated the reported ventilator on site. Our fse was able to confirm the internal leakage test during pre-use check and also found that the pressure transducer test failed during puc. The pressure transducer printed circuit board (pcb) has been replaced to resolve the issue, and sent back for investigation. Logs were provided for further analysis. Analysis of provided logs confirm the reported failures. During the simulated ventilation it alarmed for paw high, peep high, respiratory rate low, apnea, airway pressure high. The zero pressure voltage has been measured, and it showed a major deviation inside the sensor. The wheastone bridge has been measured and measurement shows a high drift of the sensor a microscope inspection shows no significant particle on sensor membrane. Trace of liquid substance on back side of investigated part was noticed during visual inspection. No further inspection is needed as ingress of liquid substances can lead to short-circuit and/or corrosion of the affected components and may lead to ventilator malfunction. A previous investigation on similar problem concluded that the liquid contamination had the same substances that is used in cleaning agents. Excessive use of cleaning detergents may lead to the reported issue.

Event description:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).